Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that they started feeling a pulsating sensation in their right leg and bottom of their foot shortly after they saw their healthcare provider (hcp) on friday, april 4th. Patient stated they turned the intensity down and that decreased somewhat, but they still feel a light vibration in the right calf and foot. Patient asked how to know when to turn the stimulation down and when to change programs. Agent reviewed information and general programming guidance. Guided patient to discuss with healthcare provider (hcp) medical concerns.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.